Event description:
Additional information received reported that the device was still flipped. The manufacturer's representative was there during the imaging and agreed with the physician that it was flipped. Unknown when fluoro was, but it was a few months prior to (B)(6) 2015. A revision was scheduled for (B)(6), but it was cancelled because of unrelated health issues and the patient was very ill at that time. The revision had not been rescheduled. The patient had an appointment for an MRI, but it was cancelled the appointment, because the facility said she was not eligible. The patient had an MRI before, so she was confused as to why they would say she was not eligible. Based on the patient's lead and implantable neurostimulator (ins) serial number she was eligible. It was not related to the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had difficulty charging the implantable neurostimulator (ins) and the ins was mobile in the pocket. The patient was offered to have ins relocated but the patient wanted to watch and wait. The cause of event was not determined. It was unknown if it was device related. There was a greater than 50% symptom reduction and the patient had recovered without permanent impairment.

Event description:
Additional information was received from the patient that reported that the patient was in the hospital because she was in pain at the left side of her body (low back, buttock underneath and side) which had started around (B)(6) 2016. The implantable neurostimulator has flipped and the patient stated that she needed a MRI, but the hospital won't give her one. There was a poor communication screen on the patient programmer. The patient could not communicate with the implantable neurostimulator recharger. The last successful recharge was 1.5 or 2 years prior to the report. The reason for not charging was that the implantable neurostimulator flipped. The patient has been ill/sick and can't stand, move, turn, or walk. The patient mentioned that she had tried contacting both the implanting physician and her managing physician and that nobody would help her.

Event description:
Additional information was received from a health care provider that reported that the patient had lost the cord that plugs into the wall to charge the device and hasn't been using the device. The patient reported that the device may have possible flipped in (B)(6) 2014 and they haven't been using the device since then. The patient programmer couldn't be turned on. The batteries were replaced and it was able to power on, but showed a poor communication screen when interrogating the implantable neurostimulator. There were no patient symptoms reported. The patient noticed that she couldn't connect around the same time of the possible implantable neurostimulator flip.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was trying to determine eligibility for MRI but reviewed that overdischarge couldn't be recovered until the ins was flipped back.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy. The patient met with a healthcare provider (hcp) on (B)(6) 2014 and had another appointment on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
But it was reported that the patient¿s implantable neurostimulator (ins) flips, moves, and protruded all of which had started gradually over the last couple of weeks. The patient also had issues connecting to the ins using their programmer and recharger units. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
No intervention required and serious injury not applicable.